Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had experienced a large hematoma in the middle ear space following implantation and that the fmt had been displaced off the incus. At activation the pt had no access to sound with the device reportedly, a reposition surgery was conducted where the fmt was re-crimped firmly to the incus. However during re-activation the pt had to access to sound with the device. The bone and air conduction thresholds have remained unchanged. Re-implantation was recommended.